Manufacturer narrative:
The device passed testing. The keypad did respond when pressed; however, a review of the device history at the service center indicated touchscreen errors. Additional testing found contamination due to fluid ingress on the bottom of the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during start up prior to patient use the device touchscreen would not respond when pressed. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.